Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in this right atrial (ra) lead was dislodged. There is no known intervention as of this time. The lead remains in service. No adverse patient effects were reported.